Event description:
Caller reported blood glucose results of 280 mg/dl and 119 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
The customer reported that the insulin pump alarmed motor error during basal. Troubleshooting was performed. Ran a displacement test twice and failed. No further information was provided.